Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they still had charge, the problem had been taken care of with a new programmer and recharger. The battery was ok.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device and an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their implant. Patient stated they got a message on their controller that said the controller needed a new battery soon. During the call patient denied damages on the recharger and controller charging port. Patient plugged the recharger and got excellent. Controller was at 100% and implant was at 90%. Agent placed patient on a hold and when agent got back the implant was at 100%. Patient then mentioned the first time they saw the message they had just charged the implant then unplugged the recharger. Patient would also notice the green light would still be flashing even though the implant was at 100%. Agent reviewed information. Agent advised patient to call back if the issue persisted. Upon further review patient also mentioned the implant was almost on the bottom so patient almost had to sit on the recharger to get the implant charged. Patient mentioned the implant should have been implanted higher.